Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the image depicts a gloved hand on top of the lock collar foam of the trocar balloon. The dissector balloon is next to the trocar balloon and the obturators are in view. It was reported that damage to a seal in the device and the balloon had an air leak. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, when on dissection stage to create neo-peritoneal space, the device valve seal was damaged. The port seal/valve kept leaking thus deflating neo-peritoneal space. Another port was used to complete the case. There was no patient injury.